Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) the device's display was intermittently distorted and clinical info could not be read. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.